Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference # (B)(4).